Manufacturer narrative:
Per the tandem user guide: make sure you have not taken any medications containing acetaminophen (such as tylenol) to ensure you are getting accurate blood glucose values for calibration. Taking medications with acetaminophen (such as tylenol) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was over 400 mg/dl, and the meter bg reading was less than 70 mg/dl. Reportedly, customer consumed over 1000mg of acetaminophen. Bg was addressed via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.